Manufacturer narrative:
The philips field service engineer performed a system inspection and determined that the control panel arm¿s locking pin collar had risen out of place preventing a proper lock. The service engineer was able to reseat the collar into the correct position to resolve the issue. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed.

Event description:
The customer reported an incident where the swivel mechanism of their epiq ultrasound system¿s control panel would not lock properly while in transit. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.